Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed damage at several locations on the stent. Proximal strut segment 1 was lifted and pulled in a distal direction. The first distal strut segment was also lifted, damage was also noted to the centre of the stent. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum stent profile was found to be 0.0409¿¿, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00x12mm synergy ii drug-eluting stent was selected to treat the lesion. However, prior insertion of the device into the patient, it was noticed that stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00x12mm synergy ii drug-eluting stent was selected to treat the lesion. However, prior insertion of the device into the patient, it was noticed that stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.